Event description:
In 2006, the facility tech contacted baxter customer services to report a 1550 hemodialysis instrument that had a high ultrafiltration incident. The technician was contacted by baxter product surveillance in 1/06. The tech stated that there was no pt injury or medical intervention associated with this incident. He stated that the nurses noticed that the hours were counting too slowly and too much fluid was being removed before it became a problem and reset the machine. The total uf at the end of the treatment was correct and the pt did not experience any difficulties during the treatment. The tech stated that he replaced the pc19 board and this corrected the problem. They have had no further problems with this instrument since this incident.